Event description:
It was reported that the wire was stuck in the lesion. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left coronary artery. A comet ii was selected for use. During the procedure, the wire got stuck in the lesion and could not be removed. The device was pulled out completely and intact. However, the wire was stretched out and was kinked 3cm from the tip. The procedure was completed with another of same device. No patient complications were reported.